Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 197 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 263 mg/dl and 240 mg/dl using truemetrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 01/25/2018 and open vial date is (B)(6) 2016. The customer stated he is testing once a day (fasting) and has not made any recent changes in diet, exercise regimen, and medication. The meter memory was reviewed for previous test result history (date/time not set): the 194 mg/dl (B)(6) 2017 12:16 pm fasting:yes, the 197mg/dl (B)(6) 2017 08:01 pm fasting:yes, the 153mg/dl (B)(6) 2017 12:21 pm fasting:yes, the 177mg/dl (B)(6) 2017 09:51 am fasting:yes, the 184 mg/dl (B)(6) 2017 09:53 am fasting:yes. The customer stated that the results he is getting from the meter is reading higher than he believes it should be.